Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 2.75mmx28mm promus premier¿ drug-eluting stent was advanced for treatment; however the stent failed to cross the lesion and the shaft broke while trying to cross the lesion.